Event description:
It was reported that the patient was experiencing excessive pain and was sent to the emergency room. As a result, the patient's entire system was explanted in (B)(6) 2024 (exact date of explant unknown) to address the issue. Investigation was unable to determine which of the lead attributed to the issue.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000151568.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.